Event description:
Additional information indicates that the lens was exchanged for another model from the same company.

Manufacturer narrative:
Additional information provided in b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient unhappy with visual acuity. The lens was explanted and replaced with other lens in a secondary procedure. The clinical reason for the explant was patient unhappy with the level of va. Additional information was requested.